Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that lead implant was attempted due to an unknown product performance issue. No additional adverse patient effects were reported.